Manufacturer narrative:
Product complaint # (B)(4). Date of event: per (B)(6) 2019 report, event occurred over the last few weeks. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: can the lot or batch number of the device be provided? No this is not known. They didn¿t realise that there was potentially an issue until the patient was readmitted. What were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Surgeon reported to colleague that the device did not fire as usual. What healthcare professional fired the device and what is his/her experience with the device? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Not known for sure, but initial indications are that the device did not provide the expected feedback. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. Can more information be provided on what was meant by, ¿staples seemed to have just come apart?¿ were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. How was the leak addressed? Unknown. What is the current status of the patient? Unknown. Please send the resected anastomosis for evaluation. Unknown. Are the surgeons interested in speaking with ethicon medical and engineering personnel? They haven¿t indicated directly, but I believe that this would certainly be required as the customer believes that the cdh29a is faulty. Attempts are being made to schedule a call with the surgeon. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that, we have concerns with the cdh29 as we have had a leak from using it in the last few weeks but in case when the patient was taken back to theatre, there was no sign of ischemia in either side of the bowel but the staples seemed to have just come apart. We are concerned this could be a technical problem with the gun and would like your advice on this. They were not aware of any problem with the device during the procedure, it was only after the patient was readmitted back to theatres that they became aware. Per the surgeon, my colleague who fired the gun feels it did not make the nice "clunk" on firing that they used to but I don¿t know whether this is relevant. The patient in question went back to theatre and required their anastomosis to be taken down. The patient has had a prolonged stay but is on the mend.